Manufacturer narrative:
This product is registered as a combination product. The reported event of noise was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited noise. The lead was removed and replaced. The patient had no adverse consequences.